Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button required multiple presses to activate the pump screen. The customer's blood glucose level was 400 mg/dl. Reportedly the customer was eventually able to activate the screen. The customer reported that the pump would continue to be used for therapy.